Event description:
It was reported that while in the facility to pick up the intra-aortic balloon (iab), the sales representative was informed about the following incident. "The educator of the cardiac intensive care unit (cicu) told me they were getting ready to transport a pt to the operating room from cicu. When they unplugged the iabp, it stopped working. She thought that it was a battery issue, and did not report any warning or alarms that iabp had a low battery. She also said she was sure iabp was plugged into the wall for several hours before they unplugged to transfer. Because they were still in the unit at the time, iabp stopped working; they switched all the cables over to another iabp and completed transport. They did not report any complications to the pt as a result of switching iabp and interruption of therapy." Pump was sent to biomed. Biomed technician had been charging it for several hours; both led lights (battery and power/yellow and green) were lit. Biomed technician unplugged from the wall and iabp continued to run on battery. Technician stated "he would continue to charge up iabp overnight and then check it again in the morning." The technician declined sales representative's offer to place a service call for him at that time. When sales representative left the hospital, pt was still in operating room.

Manufacturer narrative:
Product will not be returned for eval.